Manufacturer narrative:
This MDR is recorded under (B)(4). This follow-up report is being submitted to relay additional information. The surgical blade reported on the original complaint to depuy listed part number 229910002 from lot number kd6ac4000. This product number and lot number is the identification used by depuy to market this blade. This blade is manufactured at the zimmer surgical el dorado hills facility. The manufacturing part number for this surgical blade within zimmer synvasive is 11-2819-01. The zimmer production lot number for the blade on this reported event is wo# 62035. Product number 13076119sr1 is the zimmer synvasive catalogue number for purchasing the reciprocating double sided strykerâ® recip stryker hub 76 x 13 x 1.00/1.19 mm. The device history review (DHR) was performed. The lot was manufactured and released into inventory on 29 mar, 2016. There were no non-conformances (nd¿s) engineering changes notices (cn¿s), request for deviations (rfd¿s) or any other reported anomalies during manufacture. All testing and inspection requirements were met. Without the returned product for evaluation the reported event cannot be definitively confirmed. Without confirmation of the reported event and with just the available information a root cause determination cannot be made.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the saw blade was fractured or broken.